Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support it was discovered that the device was in the wrong position. The device was repositioned. Additionally, the device was having a suction problem, the resolution is unknown. It was reported that the patient survived the surgery.